Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings in the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ wear arbasion in the surface of the device. ¿ deformation observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture (baker grade unknown) via ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture (baker grade unknown) via ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Previous medwatch submission noted rupture and capsular contracture (baker grade unknown). Upon review of additional information received from the physician that "patient had capsular contracture baker I. Devices were externally not ruptured", allergan medical safety has determined that the event is not serious and not reportable.

Event description:
Healthcare professional reported left side "patient had capsular contracture baker I. Devices were externally not ruptured".